Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient did not charge the ipg as recommended. An sjm representative met with the patient and confirmed the ipg is inoperable. The patient underwent surgical intervention where her entire scs system was removed and replaced with a system from a different manufacturer.